Event description:
It was reported that this implantable lead was surgically abandoned for an unspecified reason during the elective procedure to replace the patient's implantable pulse generator. No additional adverse patient effects were reported. It was reported that the clinical observations associated with the removal of this lead were noise, high thresholds and out of range pacing impedance measurements due to a suspected fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead was surgically abandoned for an unspecified reason during the elective procedure to replace the patient's implantable pulse generator. No additional adverse patient effects were reported.